Event description:
It was reported that "after placement of the catheter, continuous intravenous drip had been done without problem at first. However, after about 3 hours, drip stopped. The user attempted to take blood using the stopcock, but blood could not be aspirated. Therefore, the catheter was removed and replaced with a new one. No injury to the patient occurred." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "after placement of the catheter, continuous intravenous drip had been done without problem at first. However, after about 3 hours, drip stopped. The user attempted to take blood using the stopcock, but blood could not be aspirated. Therefore, the catheter was removed and replaced with a new one. No injury to the patient occurred." There was no medical intervention required. The patient's current condition is reported as "fine".